Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation. The cause was determined to be depleted main batteries cause by user error. The main batteries and harness were replaced to fix the reported condition. The device has been previously sent into service for the reported condition of damaged battery. During previous services, the batteries and battery harnesses were replaced.this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface software version is currently unknown. No additional information is available.